Event description:
The customer alleged that he performed a control test using his contour system and received a result of 504 mg/dl. The customer was using high control solution. The high control range was not provided, but should be around 295-405 mg/dl. No adverse events were alleged. Normal control solution was sent to the customer for further troubleshooting. No product will be returned at this time.